Event description:
Caller reported aviva system blood glucose results of 140 mg/dl and 290 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that the impedance on the ventricular lead had doubled and the threshold had risen. The lead is still in use. No patient complications have been reported as a result of this event.